Event description:
Customer reported that she has been receiving no delivery alarms during bolus delivery for the past month and a half. Customer would rewind the insulin pump to try to resolve issue. She noticed that rewind and prime does not resolve the issue. Blood glucose value was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.